Event description:
Started IV with 18g 1 1/4" protectiv IV plus safety IV catheter. Got blood return in the hub and blood kept coming out all around the IV catheter. Could not see any crack or broken areas on IV catheter.